Event description:
It was reported that (1) device was used during a hemicolectomy. It was reported by the rep that the tlc55 instrument was used. There was no supporting info given to rep in regards to this event, except that the pt died due to respiratory failure. The device was discarded.